Event description:
It was reported that this patient underwent a device change out procedure. Shock impedance measurements of greater than 200 ohms were observed on the non-boston scientific right ventricular (rv) lead coil upon tightening down the rv lead pin into the device header of this newly implanted cardiac resynchronization therapy defibrillator (crt-d). The pin was reinserted to ensure it was seated into the header correctly and the measurements remained out of range. Technical services (ts) recommended troubleshooting by connecting the previous device to verify values. Additional information from the field noted no further troubleshooting had been performed to determine the cause and ultimately this crt-d shock vector was programed to rv coil to can. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.